Manufacturer narrative:
Date rec'd by MFR: 09jul2019. The manufacturer's field service engineer (fse) confirmed the reported issue while performing maintenance on the device. The unit declared an alarm message indicating a battery error. The customer replaced the battery and the issue was resolved. The unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/10/19. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit had a battery failure. There was no patient involvement.